Manufacturer narrative:
No medical records were provided to the manufacturer, however, photo and x-ray images were provided and are currently under review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the endovascular stent graft products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft allegedly failed to deploy. Reportedly, the patient was rescheduled and a second intervention procedure was performed and successfully completed approximately twelve days post initial procedure. The patient was reportedly doing well post procedure.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the provided photos and x-ray images the reported deployment failure was confirmed. The x-ray images / photos showed that the stent graft could not be deployed and that the outer catheter sheath fractured. It was assumed that high deployment force was present during the deployment attempt which led to the outer catheter sheath fracture. Therefore, as a result of the investigation performed the complaint was confirmed. The reported application represents an off label use of the device. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Based on x-rays provided the stent graft was placed near the left shoulder of the patient, which represents an off label use of the device. Based on the IFU supplied with this product, the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries. (Eval code & desc - results 1), (eval code & desc - conclusion1).

Event description:
It was reported that the vascular stent graft allegedly failed to deploy. Reportedly, the patient was rescheduled and a second intervention procedure was performed and successfully completed approximately eleven days post initial procedure. The patient was reportedly doing well post procedure.